Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and was found to have the inner tube broken. The slots on the inner tube were broken where the clamp arm hinges, causing the clamp arm to dislodge. The broken piece was returned with the instrument/ no pieces were found missing. Additionally, the instrument was found to have one blade broken at the base. A piece approximately .546" x .084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument's teflon pad was found broken. The procedure was completed but the patient outcome was not provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a surgical procedure, harmonic ace instrument with a teflon pad was in use for approximately one hour for the task of grasping tissue when an issue occurred. The teflon pad sustained damage, but the broken part did not completely detach from the instrument; instead, it remained loosely attached/connected. Although the instrument was inspected prior to use and no damage or abnormalities were noted, the surgeon did notice issues with its functionality during the procedure. The surgeon did not believe the breakage was caused by collision with other instruments or hard material, instead suggesting it was due to quality.